Event description:
The customer reported that this right ventricular lead had dislodged. The pt had underwent a CT scan where the dislodgement was noted. The lead was observed to have come out with tissue attached to it and with the helix mechanism completely out. The lead was explanted and is to be returned for analysis. There were no adverse pt effects. The lead was actively implanted for approx 10 yrs, 7 months.

Manufacturer narrative:
It was reported the lead was explanted and would be returned for analysis; to date the lead has not been rec'd. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.